Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy during dissection around the prostate, the bipolar maryland forceps (bmf) were intermittently delivering bipolar energy. The surgeon reported that the bipolar took multiple seconds to activate on the instrument. The energy delivery was reported to subsequently return without troubleshooting. There was no patient injury.

Manufacturer narrative:
H2) correction: d10 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs did not show any issues with receiving the energy request for the bipolar energy. The performance and responsiveness of the energy application is not able to be tracked in the logs. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws, the drive cables or the blue energy cable. There was no evidence of an electrical short. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. The bipolar maryland forceps were further tested by running continuity and resistance testing, and the resistance levels were far below the limit. No signs of deformation or interference were noted on the jaws that would cause shorting before closure. No issues were noted with the ability of the bipolar maryland forceps to deliver energy. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dissection around the prostate for a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps were intermittently delivering bipolar energy. The bipolar energy took multiple seconds to activate on the instrument. The energy delivery was reported to subsequently return without troubleshooting. There was no patient injury.